Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor adhesive occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient developed redness, red spots, itchiness, and blisters under the sensor patch. The patient used cavilon cream which helped with the redness, but she has ¿a lot of scarring¿. She was evaluated by an healthcare personnel (hcp) who recommended using a barrier patch, over-the-counter (otc) steroid cream, and otc oral antihistamines. White pigmentation marks from previous reactions remain on the patient¿s tummy/ sides/ back and turn red when she showers. Although an hcp was consulted, there was no documentation of medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.